Manufacturer narrative:
One unit returned for evaluation. Supplier performed evaluation of returned sample. No fault was found. Unable to confirm reported issue.

Event description:
A report was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. There was no patient or clinician injury reported.

Manufacturer narrative:
Manufacturer completed the entire form. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.